Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer alleges inr results from coaguchek xs meter with serial number (B)(4) contributed to her stroke. The customer also mentioned receiving error messages on the device over the past 6 months on unknown dates. The customer tested on the meter with a result of 3.6 inr. The customer had been taking 6mg of coumadin per day. Based on the result of 3.6 inr, the customer held her coumadin that night and then took 3 mg of coumadin the following 2 days ((B)(6) 2018). The customer's therapeutic range is 2.0 - 2.5 inr. On (B)(6) -2018 the customer's husband noticed her face was droopy and her speech was slurred. The customer did not seek medical attention on this day. On (B)(6) 2018 the customer went to the dr's office where her result was 1.6 inr on the dr's coaguchek xs meter. The customer was not treated and the dr. Did not change the customer's coumadin dose. On (B)(6) 2018 the customer had stroke symptoms (difficulty moving right hand, face was droopy and speech slurred) and was taken to the hospital by her daughter where she was hospitalized for 3 days. The customer does not know what her inr was at the time she was admitted. During the customer's hospitalization, an MRI and cat scans were performed confirming an ischemic stroke had occurred. The doctor stated no bleeding had occurred. The customer was not treated for inr while in the hospital. The customer was advised to resume her normal coumadin dose. The customer is not anemic, is not on heparin or direct thrombin inhibitors and does not have anti-phospholipid antibodies. The customer is currently feeling weak as she has the flu. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer returned the meter. The returned meter was tested with master lot test strips and qc: qc 1: 2.5 inr. Qc 2: 2.4 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages.

Manufacturer narrative:
The customer did not return any product. Corresponding retention test strips (lot 294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. The errors the customer complained about could not be investigated as no product was returned. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.